Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1014037, medical device expiration date: 2021-10-31, device manufacture date: 2021-01-14, medical device lot #: 1040875, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-09. Investigation summary: bd received 100 customer samples from both lots from the customer in support of this complaint. 10 samples from both lots were functionally tested and, and the indicated failure mode for overfill was not observed. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: I received information our lab is having overfill issues with the bd citrate tubes.